Manufacturer narrative:
A ge rep evaluated the system and adjusted the max dose rate and updated system configuration files. System operates as intended. (B) (4).

Event description:
The customer reported max dose in normal fluoro and high level fluoro were too high. No patient injury was reported.